Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The patient experienced anxiety as a result of the inappropriate therapy. A lead integrity alert (lia) was triggered from the noise; the episodes got longer, the timeout was exceeded, and the patient received shocks. The lead also had high impedance on the low and high voltage coils. It was determined that the issues with the lead were because the lead was not fully inserted into the header. The pocket was reopened, the lead was pulled out and then reinserted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.